Event description:
It was reported that a user experienced transient hyperglycemia to 205 mg/dl about two hours after dinner, followed by automated correction with the ilet bringing glucose into range around 85 mg/dl; the user sought education on cgm targets and algorithm behavior and expressed discomfort with readings below 120 mg/dl while using the ilet without meal announcements per prior training. Symptoms included elevated glucose followed by euglycemia without reported hypoglycemia symptoms, loss of consciousness, or injury. Outcomes included no alarms, no medical intervention, and no hospitalization. Investigation included customer consultation, review of device use and reported glucose values, and education on algorithm-driven corrections and target considerations with referral to the healthcare provider and beta bionics clinician for further guidance. Investigation of this case revealed no device malfunction or component failure, with device performance consistent with automated insulin delivery adjusting glucose from postprandial elevation to in-range values. It was concluded, based on previously established findings for similar reports, that the cause was unclear and is consistent with expected postprandial variability managed by the algorithm; the user will discuss target preferences with their clinician. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.